Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 20658122.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted components will not be returned.